Manufacturer narrative:
(B)(4). (B)(4). Concomitant products: dsl1428, dsl1828 gore® dryseal sheaths (lot numbers unknown). Adverse events that may occur and/or require intervention include, but are not limited to reoperation and death.

Event description:
On (B)(6) 2017 a patient with a symptomatic abdominal aortic aneurysm was treated with gore® excluder® aaa endoprostheses featuring c3® delivery system. Gore® dryseal sheaths were used bilaterally for access via the femoral arteries. The physician was aware that the procedure was considered off-label, although the details of the off-label use are unknown, but proceeded due to patient co-morbidities. Despite being a lengthy, complex procedure the gore® excluder® aaa endoprostheses featuring c3® delivery system components were advanced and deployed successfully in the desired locations. The final angiographic run showed no endoleaks and the position of the devices satisfactory. When the procedural drapes were removed from the patient, the patient's right foot was dusky in appearance and cool to touch. The physician decided to intervene. It is not known what was done in the reintervention. On (B)(6) 2017 the patient expired. The cause of death is unknown, however the physician stated he did not believe the gore devices were related to the death.

Event description:
On (B)(6) 2017 a patient with a symptomatic abdominal aortic aneurysm was treated with gore® excluder® aaa endoprostheses featuring c3® delivery system. Gore® dryseal sheaths were used bilaterally for access via the femoral arteries. Despite being a lengthy, complex procedure, the gore® excluder® aaa endoprostheses featuring c3® delivery system components were advanced and deployed successfully in the desired locations. The final angiographic run showed no endoleaks and the position of the devices satisfactory. When the procedural drapes were removed from the patient, the patient's right foot was dusky in appearance and cool to touch. This was reportedly possibly due to thrombus that may have showered distally. The physician decided to intervene. It is not known what was done in the reintervention, however the physician stated prior that he planned to do a cut-down into the right groin, remove closure devices and do a downhill angiogram and thrombolysis if indicated. On (B)(6) 2017 the patient expired. The cause of death is unknown, however the physician stated he did not believe the gore devices were related to the death.